Event description:
Caller reported that insulin gauge displayed an amount different from what was expected earlier in the day, with a discrepancy of over 30 units. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge and requested a replacement. Cts instructed the caller to seek further assistance if the issue recurs.